Manufacturer narrative:
The customer complaint of cracked stopcock involves a bd1 business unit product, model 394910. Bd1 business unit was notified and investigations findings will be documented within bd1 bu trackwise # (B)(4).

Event description:
It was reported that when normal saline with (1) unit heparin/ml was being administered to a patient, the rn found that stop-cock had a visible small crack. It was confirmed that there was no harm to the patient as a result of this event.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that when normal saline with 1 unit heparin/ml was been administered to a patient, the nurse found that stop cock has a visible small crack. There was no harm to patient